Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation of the liver. During the procedure, an "error 209; temp > 52degrees c." Displayed on the solero unit. The probe was withdrawn form the patient and set aside. A second probe was placed in order to complete the procedure, however, the "error 209" displayed again. The procedure was aborted due to this event. As the patient was sedated for greater than 30 minutes than expected for this procedure due to this event, there was potential patient safety risk. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. A visual examination of the returned device noted the coaxial cable was cut. Due to the condition of the returned probe, functional testing could not be performed. As testing could not be performed, the reported complaint description of an error 209 could not be confirmed. A root cause for the reported error 209 could not be determined. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).